Event description:
A user facility's facility administrator (fa) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment two and a half hours after the initiation of a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. A fresenius dialyzer was also in use. There were no changes in pressure of blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The machine was removed from service following the incident. The biomedical technician (bmt) replaced the blood pump to resolve the issue. The machine has been returned to service. The complaint devices are not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.